Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer; caller stated customer is disabled. The customer's expected results are 100-130 mg/dl fasting am. The customer feels well and did not report any symptoms. Caller stated customer went to the ER due to the meter result of 283 mg/dl undisclosed whether fasting or non-fasting. Caller stated when they performed a blood test at the ER the customer's blood glucose was 198 mg/dl undisclosed whether fasting or non-fasting. Caller stated it was approximately 1 hour and a half to 2 hours since the customer had to wait in the ER to be seen. Caller stated customer was not having symptoms at the time. They advised her to visit the customer's doctor; a couple days later they went to a follow up at the doctor and they tested the customer's blood glucose and the true metrix was still reading higher compared to the doctor device. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/21/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 12-feb-2026 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the new replacement products.